Manufacturer narrative:
Related component of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000245010, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified issues. The previous ipp was implanted on (B)(6) 2019. The device was removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient's corporotomy had opened so the device was removed and replaced, no wrong with the device, it was working correctly. The patient had a good outcome.